Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for tina-quant lipoprotein (a) gen. 2 (lpa2) on a cobas c 503 analytical unit. "Patient 2" initial result was 58 mg/dl. The sample was repeated 6 times with results of 46 mg/dl, 36 mg/dl, 31 mg/dl, 31 mg/dl, 30 mg/dl and 30 mg/dl. "Patient 3" initial result was 79 mg/dl. The sample was repeated 3 times with results of 46 mg/dl, 41 mg/dl, and 42 mg/dl. No questionable results were reported outside of the laboratory; the customer is running patient samples in duplicate. The repeat results were believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) performed a 21-cup precision check. The results were within specification. Qc was within the acceptable ranges. No instrument issues were identified. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.